Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) declared code 1005, which indicates an open circuit was detected during shock delivery. The right ventricular (rv) lead exhibited high out of range shock impedances, measuring greater than 125 ohms. It was noted the patient received multiple shocks. The rv lead was a non-boston scientific product. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. This crt-d remains in service. No additional adverse patient effects were reported.